Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or faded display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored for two days and no fading display or additional display anomaly noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump had missing segment/partial display. The customer's blood glucose level was unknown at the time of the incident. It was reported that insulin pump's lcd screen was faded and without saturation random for shorter or long period of time. There was no indication of troubleshooting or the issue being resolve during the call. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.